Event description:
It was reported that the pt is no longer having access to sound. The pt cries every time someone puts the audio processor on him. An accident or impact is not know.

Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.